Event description:
The date of the sae onset was on (B)(6) 2023, but the site was aware of this event today (19jun2023), reporting this information to us early this morning. The reported sae was described as postoperative pelvic collection adjacent to rectum, anuria and pelvic hematoma which led to a prolonged hospitalization. The subject is a 71-year-old male patient. He presented with neoplasia of the lower rectum, so it was decided to undergo an ultra-low anterior resection of the rectum and a terminal colostomy on (B)(6) 2023. During the intervention, there was a complication due to ventilation and the surgery was converted into an open procedure. On (B)(6) 2023 the subject went to the emergency department for difficulty in urinating and discomfort in the hypogastrium. He also presented with fever. An abdominopelvic CT scan with IV contrast showed a poorly delimited liquid collection adjacent to the rectal stump and postoperative changes of vascular dissection of the ima. Treatment with piperacillin/tazobactam and urinary catheter. Rectal drainage of pelvic collection and hematoma. Admission to hospitalization with a diagnosis of post-surgical collection.

Manufacturer narrative:
According to the investigator´s criteria, the sae has been determined to be related to the procedure (causal), but not related to the investigational device.